Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula was bent which caused hyperglycemia and led to hospitalization. In the evening, the patient inserted a new cannula at 9:30pm. At 10:00pm the glucose value was 8.2 mmol/l and patient went to bed. At night, the patient woke up with 19.8 mmol/l. At 4:00am the patient decided to change the cannula again. Afterwards, the values were decreasing slowly. The patient checked the removed cannula and observed that it was bent. Despite decreasing glucose values, the patient experienced heart palpitation and vomiting and was admitted to hospital at 1:00pm for observation and was released 5 hours later.